Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that station inventory only showing 1 medication and pulled meds on override. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the station required a manual recovery process. A technical support specialist (tss) checked the logs and confirmed that the station needed manual recovery. After completing the recovery, the tss applied a knowledge article ¿manual recovery required ¿data sync invalid upload change tracking value¿ and found that the data synchronization (datasync) was stopping on its own. The tss repaired the medication application, the datasync successfully uploaded the updates into the application and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.